Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2013.

Event description:
It was reported that there was occasional p-wave undersensing and far-field oversensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.